Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll 200 s/c leaked. The following information was provided by the initial reporter: material no: 309657, batch no: 0044630. It was reported leaking syringe. Event description per email states: caller reported leaking syringe. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - yes (see other case issue not related to bd product) but customer reported same set of needle/syringe also experienced leaking issue. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product available for return to bd? ¿ no. Resolution ¿ caller successfully filled a cartridge with insulin. No further follow up is required.

Event description:
It was reported that syringe 3ml ll 200 s/c leaked. The following information was provided by the initial reporter: material no: 309657 batch no: 0044630. It was reported leaking syringe. Event description per email states: caller reported leaking syringe. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - yes. (See other case issue not related to bd product) but customer reported same set of needle/syringe also experienced leaking issue. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product available for return to bd? ¿ no. Resolution ¿ caller successfully filled a cartridge with insulin. No further follow up is required.

Manufacturer narrative:
Correction: it was discovered that this complaint is a duplicate of MFR report # 9614033-2021-00014. This complaint will be cancelled as a duplicate.